Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code, and the pump was making audible alerts. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. A replacement pump was arranged as a precautionary measure. The customer was guided on how to manage the pump transition, including setting up the replacement and ensuring the return of the malfunctioning pump to avoid charges. The customer was informed about software updates and agreed to all instructions provided.